Event description:
It was reported that during a right femoral artery angioplasty, the balloon ruptured circumferentially at 5 atmospheres. The doctor had a difficult time removing the balloon from the sheath. No injury to the patient was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for eval as it was discarded by the user facility. Based on the info received, the results are inconclusive and the root cause of the event is unknown.